Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the touchscreen was frozen. No patient or user harm was reported.

Manufacturer narrative:
Date of event: (B)(6) 2018. (B)(4). Updated contact name. Date received by manufacturer: "1un18". The customer's biomedical engineer (biomed) confirmed the frozen touchscreen problem and replaced the defective touchscreen. The unit was put back into service. It is not know if the device was being used for treatment when the reported event occurred, however, no patient harm was reported. The unit/part was not returned to failure investigation (fi) therefore the root cause cannot be determined until the device is returned and investigated.